Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had failed battery test alarm. Customer's blood glucose level was unknown. Customer stated insulin pump had diminished battery life and the insulin pump rejected the new battery. The customer also reported that insulin pump gives the no delivery alarm. The customer stated that insulin pump gives the no reservoir alarm. The insulin pump will not be returned for the analysis.